Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. It is unknown when the rupture occurred. The mynx vcd was being used for an interventional peripheral procedure. The mynx control was stored, handled, and prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Moderate vessel tortuosity was reported. The stick location was above the femoral head. The deployer is mynx certified. The patient recovered and was not hospitalized, nor the hospitalization extended because of the event. Additional event details were requested; however, are unknown and were not provided. The product was returned for analysis. A non-sterile ¿mynx control vcd 6f7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, button 1 was observed fully depressed and button 2 was depressed approximately 1/3 of its total travel and the clock symbol visible in the tension indicator window with the balloon deflated. The syringe was connected to the device with the stopcock open. The procedure sheath and the sealant were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported event, and no damages/anomalies were observed. Per functional analysis, inflation/deflation testing was performed, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 3.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2206601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device history record review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. It is unknown when the rupture occurred. The mynx control was stored, handled, and prepped according to the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Moderate vessel tortuosity was reported. The stick location was above the femoral head. The deployer is mynx certified. The patient recovered and was not hospitalized nor the hospitalization extended because of the event. Additional event details were requested; however, are unknown and were not provided. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.